Event description:
Pt was undergoing a rotoblator procedure. During the angioplasty, the wire broke off at the juncture between the stiff wire and the floppy distal end. Due to the location, the broken piece was not able to be retrieved. Pt was stable and asymptomatic.